Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during surgery, the tubing detached from the phaco handpiece. As a result, a patient experienced a posterior capsule tear.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the customer reporting the tube detached during the phacoemulsification stage of surgery. The patient underwent a vitrectomy, in the left eye, during the same procedure.

Manufacturer narrative:
Corrected information provided. The manufacturer internal reference number is: (B)(4).